Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the cause of the inadequate pain relief and rotor issue remains unknown. When asked if the inadequate pain relief and rotor issue had been resolved, it was noted by the healthcare provider no rotor issue. Unknown status for pain relief. Next follow up was (B)(6). There had been no calls from the patient since the study was performed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative(rep). The rep became aware of the event on (B)(6) 2017. The patient was to receive an increased dose at a future date. The cause and resolution remained unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient receiving intrathecal therapy via an implantable pump for spinal pain. The drug, dose, and concentration were unknown. It was reported that the patient experienced inadequate pain relief. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A dye study was performed on (B)(6) 2017. Two roller studies were performed on patient. The first time, it looked like the rollers moved slowly and that they did not turn approximately 60 degrees. The second time, the rollers moved faster and turned approximately 60 degrees. The manufacturing representative did not have session data report from either roller study. Surgical intervention did not occur, and it was unknown if surgical intervention was planned. The patient¿s status was alive ¿ no injury. The patient¿s medical history was unknown. The patient¿s weight was unknown. It was unknown when the event occurred.